Event description:
I had lasik surgery in 2000, at (B)(6). About 10 years later, I developed "floaters", first in my left eye and then in my right. Usually your eyes adjust to floaters, but mine have not. My vision is very blurry and is only helped by wearing glasses, either near or distant rx, depending on what I am doing. I can't tolerate "progressives, event though I could before the surgery. I have terrible night vision and am afraid to drive, which I didn't have before the surgery.